Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints reported for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of an aortic endoleak, the coil did not detach with the controller. During an attempt to re-position the coil, the coil stretched and then detached. The implant coil was left implanted in the patient in an acceptable position and the proximal part of the device was removed. There was no reported patient injury or intervention. The patient was reported to be doing well.

Manufacturer narrative:
The pusher was returned for analysis; however, the distal portion of the pusher and the implant were not returned. The body coil was noted to be stretched starting near the transition. The body coil and lead wires were found to be broken prior to the attachment bond location. The hypotube was kinked next to the gold connector; however, the yellow solder joint was noted to be in good condition. Based on the investigation the complaint is confirmed, because the pusher body coils were found to be stretched and the distal end of the pusher was broken. The root cause is unknown; however, the device exhibits evidence that it experienced tensile forces that exceeded its maximum strength specifications.